Event description:
Health care professional reported higher than expected act results using a hemochron signature elite system. The patient was being monitored for anticoagulation during an aortic valve replacement procedure. Baseline results during the procedure were as expected and a target time of >400 seconds was determined for the procedure. During the procedure the act+ test generated an out-of range high result. The test was repeated from the same sample, an expected act result was observed. The procedure was completed without incident. No adverse event(s) were reported.

Manufacturer narrative:
(B)(4). The associated cuvette lot for this instrument is #l4jac475. It was reported that the device passed eqc and lqc tests.) Itc has requested all data required for form 3500a.